Event description:
It was reported, by a call to the hot line from the cath lab, the lab tech stated they have a patient on an autocat2 wave intra-aortic balloon pump. Intra-aortic balloon was inserted 24 hours ago without incident. At a later time, they began getting "purge failure" alarms on pump "without anyone touching anything." Clinical support specialist (css) asked tech "in several different ways" if anyone had pushed "standby" or "on" buttons to which tech replied "no" several times. Tech did say that they "had it in stand by", but no one had pressed any buttons. Css explained in detail what "purging" is & that it occurs when "standby" or "on" buttons are pressed. Pump was currently in use and had no other problems after first several purge alarms on insertion. Css discussed most likely cause was someone had pushed button prior to iab being connected to pump. Css also discussed trigger issues that could cause purge failure alarms. Css recommended that after the pump comes off pt, they should tag pump and send it to biomed to be checked, just to be sure there are no issues. Tech agreed.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.